Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had flashing white screen on insulin pump. Customer stated that insulin pump was fell off and she had white flashing screen. Customer¿s blood glucose was 172mg/dl at time of incident. Customer mentioned that she put new battery and then insulin pump got solid white screen and insulin pump was beeping. Insulin pump will be returned for analysis.